Event description:
Per the provided medical records, the following was reported: on (B)(6) 2011, CT myelogram noted: l5-s1 stable degenerative changes and left greater than right foraminal stenosis 2. L4-5 progressive changes with grade I degenerative anterolisthesis, moderate central canal stenosis, and right greater than left moderate foraminal stenosis 3. L3-4 moderate central canal and right greater than left foraminal stenosis 4. L2-3 mild central canal and right lateral recess stenosis on (B)(6) 2011, the patient underwent surgery for the diagnoses of lumbar degenerative disc disease, degenerative spondylolisthesis at l4-5, lumbar stenosis, and lumbar radiculopathy. The procedure included: l3-s1 posterior segmental instrumentation with competitor hardware 2. Decompressive laminectomies ¿ partial at l3 and s1 and complete laminectomies at l4 and l5 3. Bilateral foraminotomies l3-4, l4-5. L5-s1 4. Reduction l5-5 spondylolisthesis 5. Multilevel interbody graft reconstruction l4-5 and l5-s1 with competitor allograft spacers packed with bmp and posterior disc space was then packed with dbx 6. Posterolateral fusion with a bmp, local morselized autograft, and another competitor product with aspirated iliac crest bone marrow infused also noted as utilized in the surgery: 40cc ground bone chips and 30cc competitor bonegraft. On (B)(6) 2011, the patient underwent a CT of the lumbar spine for low back pain, status-post lumbar fusion, and left lower extremity pain. Impression included: l5-s1 moderate/severe bilateral neural foraminal narrowing with left greater than right, l4-l5 mild/moderate left neural foraminal narrowing, l3-l4 mild bilateral neural foraminal narrowing, and the left l4 pedicle screw extends along the medial aspect of the pedicle and slightly encroaches in the left anterior dural space and is doubtful clinical significance. On (B)(6) 2013, the patient returned for a post-operative follow-up visit. It was noted that (pt.) ¿still realizes generalized weakness in leg but (pt.) Pain is definitely better.¿ the patient was instructed to continue use of lumbar corset and was noted to be using an external bone stimulator. (Pt.) Was encouraged to work with her therapist to regain as much strength back in legs as possible and return in 6 weeks for follow-up. During a follow-up visit on (B)(6) 2011, it was noted that the patient continues to have some right lower extremity weakness. On physical examination, right leg demonstrated 4/5 strength with decreased light touch and pinprick sensation in the right greater than the left lower extremity. X-rays that (pt.) Posterolateral bone graft was maturing. The physician recommended that (pt.) Have an afo and emg and nerve conduction studies. The patient also complained of neck pain and right arm weakness. A CT myelogram showed multilevel cervical degenerative change in cervical stenosis with early myeloradiculopathy. On (B)(6) 2011, the patient underwent a laparoscopic cholecystectomy. On (B)(6) 2013, the patient returned for follow-up and it was noted that (pt)was assaulted by sister on new year¿s day and had complaints of recurrent back pain. The patient was back wearing lso. (Pt.)continues to wear an aof because of residual right lower extremity weakness. Physical exam performed and 5/5 motor strength with the exception of ankle dorsiflexion and plantar flexion was noted in lower extremities. Knee flexion on the right was 4/5. On (B)(6) 2012, the patient underwent an emg which noted findings consistent with mild, sub-acute to chronic right l5 radiculopathy. On (B)(6) 2012, the patient returned for follow-up and continued to complain of recurrent back pain and sensitivity since being assaulted on (B)(6) 2012. (Pt) weaned (self) off of the lso. (Pt.) Was noted to have residual right lower extremity symptoms but denies significant weakness. Lumbar x-rays showed a solid fusion from l3 to s1. It was noted that in regards to her back ¿everything appears stable at this time¿. On (B)(6) 2012, a follow-up visit noted the patient is wearing an afo on right foot due to a foot drop (pt.) Developed. Etiology was not defined. The patient described persistent weakness in right lower extremity. Physical exam noted motor strength 5/5 in the lower extremities except for ankle dorsiflexion and extensor halluces longus on the right which was noted as 3-4/5.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.